Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during a standard ins replacement, connectivity and impedance testing was done after the battery swap. Both were within normal ranges. Just before completing the implant, the medical doctor tested the leads again and contacts 0 and 1 were showing out of range with both connectivity and impedance testing. The circumstances that led to the impedance issue was unknown. The lead was pulled out, wiped down and reinserted several times, however that did not correct the impedance issue. The medical doctor inquired if the patient was using contacts 0 and 1 for their current programming and they were not. The doctor felt that sufficient programing options were available and decided to move forward with completing the implant. The impedances were not resolved at the time of report. No symptoms were reported.